Manufacturer narrative:
Reported event of plastic catheter detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00912 for the other associated device information. It was reported to boston scientific corporation that a rotatable small oval snare was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician aimed to remove a plastic stent from the pancreas duct; however, the plastic sheath of the snare detached from the handle and would not open. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the extreme of the strain relief. The wire was found to be kinked in the same location and the key and dongle shaft were also found to be deformed. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending. The review and analysis of all available information failed to indicate the root cause of this complaint. A device history record (DHR) review was performed and no deviations were found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00912 for the other associated device information. It was reported to boston scientific corporation that a rotatable small oval snare was used in the papilla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician aimed to remove a plastic stent from the pancreas duct; however, the plastic sheath of the snare detached from the handle and would not open. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.